Manufacturer narrative:
Comp rep evaluated the unit and verified the problem. Customer received a replacement telepacks. Communication was reestablished.

Event description:
Customer reported an issue with the panorama central station's ambulatory telepacks, which may have affected telemetry monitoring. No pt injury was reported.